Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following: the adhesive of the bending section rubber was broken. There was an abnormality in the appearance of the control section due to chemical stress during reprocessing. The eyepiece was damaged by chemical stress during reprocessing. Moisture entered the objective lens and the center of the endoscopic image was cloudy. The amount of light emitted from the light guide lens at the distal end was low. There was a leakage in the control section due to a crack in the resin part or damage to the part. There was evidence of flooding inside from the control section. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, the reported event may have been caused by stress due to use, or by external factors or handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube over 4 millimeters in major axis had been peeled off. There was no report of patient injury associated with the event.